Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): final analysis of the extension found that the connector #0 was twisted in the molded rubber in both directions while tightening and loosening the setscrew. The #0, 2 and 3 setscrews were missing.

Event description:
It was reported that deformation of the connector on the extension was suspected. The patient was implanted with a test stimulation system on (B)(6) 2012. On (B)(6) 2012, the patient had a procedure to remove the test stimulator and connect with the implantable stimulator. The physician experienced resistance in the connector on the adaptor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3550-05, lot# unknown, implanted: (B)(6) 2012, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was no health hazard to the patient as a result of this event. No further information was received at the time of this report.